Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_prog, serial # unknown, product type programmer, physician.

Event description:
Information was received from a manufacturing representative and consumer regarding a patient receiving intrathecal baclofen 75 mcg/ml and morphine 25 mg/ml. The indications for use were non-malignant pain and peripheral neuropathy. It was reported that a critical alarm occurred. The pump was interrogated, and it was end of service. The pump had stopped. The patient experienced symptoms of increased pain and spasticity. The health care provider (hcp) felt she needed to be admitted to the hospital so they could monitor her spasticity and pain with medication. The patient would be managed orally until the pump could be replaced on (B)(6) 2016. They were scheduled for a replacement on (B)(6) 2016. The replacement went fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.